Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that difficulty crossing the lesion and stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery. A 2.50x28mm promus element stent delivery system was tried to deliver to the lesion many times but was unable to cross. The physician found out that the stent distal edge was damaged and then changed to a 2.5mm x 20mm and 2.5mm x 12mm unspecified stents to overlap and finished the case. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. A visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that the proximal and distal edges of the stent were bunched. No other issues were noted with the device. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty crossing the lesion and stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery. A 2.50x28mm promus element stent delivery system was tried to deliver to the lesion many times but was unable to cross. The physician found out that the stent distal edge was damaged and then changed to a 2.5mm x 20mm and 2.5mm x 12mm unspecified stents to overlap and finished the case. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.